Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 10 mar 2021. After review of medical records, it was reported that the patient was complaining of pain and was revised due to failed left tha with medical protrusion of the acetabulum into the pelvis. Operative notes reported that the acetabulum had medialized into the pelvis and the ball was sitting deep in the pelvis. Inspection of the acetabulum, there was noted to be anterior and posterior columns intact, however there was a significant medial wall, anterior wall and posterior wall defect. There was a significant medial bone graft that had not incorporated and was loose in the cavity. Doi: (B)(6) 2018, dor: (B)(6) 2019, left hip.